Event description:
The proximal end of the guidewire kinked and broke as the physician was accessing the tubal artery in tortuous anatomy. The remainder of the guidewire was removed from the patient as one unit with the microcatheter. There was no reported clinical consequence to the patient and the procedure was completed with another guidewire.

Event description:
The proximal end of the guidewire kinked and broke as the physician was accessing the "tubal artery" in tortuous anatomy. The remainder of the guidewire was removed from the patient as one unit with the microcatheter. There was no reported clinical consequence to the patient and the procedure was complained with another guidewire.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found that it was broken at 56.5cm from the proximal end, two pieces were received. The device was noted to have a kink 28cm from the proximal end and 1cm from the distal end. Scanning electron microscopy found that the outer tube fracture site exhibited evidence of compression and tension along with rolled inner walls. The fracture site exhibited fatigue striations with elongated dimpled ruptures in a tear. This is indicative that outer tube fractured due to fatigue in a cyclic overload motion. The inner core wire fracture site exhibited material neckdown along with a "v" shaped fracture surface showing elongated dimpled ruptures in shear. This is indicative that the inner core wire fractured due to both tensile and bending overload motion. No material anomalies were noted. Based on the information provided and the investigation it was concluded that operational context was the most likely cause of the reported event.